Manufacturer narrative:
Additional information received from the health care professional (hcp) indicates the sensor related to minute ventilation was programmed off. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during a review of a stored episode, this pacemaker and another manufacturer's right ventricular (rv) lead displayed noise and oversensing. The episode lasted approximately one and a half minutes. The longest duration of the oversensing was 10 seconds. The patient had an underlying rhythm and no adverse effects were reported. There were also variable rv pacing lead impedance measurements, however there was no evidence to indicate they exceeded 2,000 ohms.